Event description:
It was reported that the lead exhibited loss of capture, poor sensing and impedance issues post implant. Lead repositioning failed to achieve optimal results, so the lead was explanted and replaced. As the new lead also failed to achieve optimal results, the anomalies were not believed to be lead or pacemaker related. Post procedure, the patient experienced hypotension, disorientation, ventricular tachy- cardia, atrial tachycardia and decreased pulmonary function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.